Manufacturer narrative:
The device was returned for evaluation. The cuff miss and compressive damage was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, based on the return device analysis, it is possible there was a posterior needle deflection into the foot or guide that prevented the needle tip from ejecting. The aligns with the damage to the needle tip, the bent shank, and the cuff still in the pocket. The anterior tab separation is the result of the posterior cuff remaining in the pocket when the link was pulled from the anterior side. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed and the body of the needle (posterior needle shank) was bent with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 20f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.